Event description:
It was reported that 5 bd phoenix¿ ID broth had missing labels. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, 5 of them had no label.

Manufacturer narrative:
Investigation summary this complaint is for dirty tubes, no label, and a damaged label when using phoenix ID broth (246001) batch number 1165739. The customer did not return photos or samples for investigation. To investigate, 100 retention tubes from the complaint batch were evaluated. 0/100 tubes were found to be dirty, have label damage, or missing a label. This complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on this batch not related to this defect. Complaint trending was performed and no trends were identified associated with this defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd phoenix¿ ID both had missing labels. The following information was provided by the initial reporter, translated from (B)(6) to english: according to the customer's report, 5 of them had no label.